Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a cerebrovascular accident (cva) on (B)(6) 2025. Log files were submitted for review. It appeared that there were no unusual events recorded in the log file event history and the mechanical circulatory support (mcs) equipment appeared to have operated as intended. It was reported that the patient had a computed tomography (CT) scan of their head on (B)(6) 2025, which showed an acute right thalamic infarct. There was no evidence of hemorrhagic component. The patient was also positive for covid. There were no changes to patient condition or anticoagulation status that may have contributed to the event. The patient presented with transient left hemisphere body weakness. The patient's low-density lipoprotein (ldl) was excellent but could have been improved further for additional cardiovascular disease risk reduction with a new goal of less than 70. The patient preferred to reach the goal with diet and exercise modifications. The patient was to continue on warfarin. It was noted that the patient had a thrombus on the proximal outflow cannula of the left ventricular assist device (lvad). The site suspected that the stroke was related to the covid infection.

Manufacturer narrative:
Section h6: clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between the reported event and the heartmate 3 left ventricular assist system (lvas) serial number (B)(6) could not be conclusively determined. Submitted log files were reviewed and showed the lvas functioning as intended for the duration. No unusual events were observed in the log files. No low flow events or notable increases in pump power were captured in the data reviewed. Attempts were made to obtain additional event information, but no response was received. No images were provided for review. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and stroke which may be associated with the use of heartmate 3 lvas. Section 4 of the IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.